Event description:
Patient reported "commented on the recall." And "patient informs that prostheses were already yellowing and generating secretions." "Patient informs that after the event learned about the recall and would now like access to the warranty." "Retroglandular implant with radial folds, no signs of rupture or capsular enhancement, with a small amount of peri-implant fluid." The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
Patient reported right side "rupture", "prostheses were already yellowing and generating secretions", and "learned about the recall". Healthcare professional later reported right side rupture confirmed during surgery, "total disintegration of outer shell of implant with silicone gel completely in contact with surrounding reactive capsule", capsular contracture baker grade iii, "burning sensation", "whitish serosity around the prostheses but no specific seroma", and "rotated prostheses". Device was explanted and replaced with another manufacturer's device. Total capsulectomy was performed.

Manufacturer narrative:
Clarification to b3 date of event: partial date august 2024. Correction to h6 adverse event problem: upon review by abbvie medical safety, un-reporting e0307 seroma as the healthcare professional confirmed "whitish serosity around the prostheses but no specific seroma". The events of "capsular contracture" and "pain" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: rupture; pain; capsular contracture baker grade iii.